Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). (B)(4). Concomitant medical products - tibial component stemmed precoat catalog #: 00598004701 lot #: 63918359 foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported during a total knee arthroplasty that the articular surface would not seat into the tibial tray. The surgeon used the proper surgical technique, but it was still impossible to insert. Another articular surface was used to complete the procedure. No adverse events were reported as s result of this malfunction.

Manufacturer narrative:
Reported event was confirmed by review provided photos as well as visual evaluation of the returned part. The returned part exhibits signs of use and the dovetail feature is flared and compressed. Dimensional examination indicates that the part conforms to the measurable print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. As the dovetail is compressed as well as flared, the cause of the reported event is indicative of misalignment. Therefore, the root cause is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.